Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper and low abdomen on (B)(6) 2019 using the cooladvantage+ applicator with coolcore contour and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient was treated with coolsculpting treatments on the abdomen with the cooladvantage plus,coolcore contour applicator. Approximately two years and two months after the treatment the patient was assessed and showed signs of paradoxical adipose hyperplasia in the abdomen. Pictures taken two years and two months after treatment show visible enlargement with clear demarcation and bulging comparative to baseline pictures. The tissue was assessed as firm and enlarged and visibly enlarged tissue volume was reported.